Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that he had high blood glucose this morning. The customer removed the infusion set and the cannula was bent. The customer woke up this morning and blood glucose was 400mg/dl. The customer pulled the infusion set off and the cannula was bent. The customer gave 7.5u of bolus. The customer gave himself a shot and now it was down to 290mg/dl. The customer was also in the hospital on wednesday. The customer reported the infusion set cannula was bent. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.